Event description:
The facility reported a broken infusion pump. Information was not provided regarding whether or not the device was in patient use when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 04 2007. Evaluation summary: the condition of broken pump was confirmed when failure code 812:02 was confirmed on start-up. Failure code 812:02 is a motor excessive servo error. Inspection of the device found that failure code 812:02 was caused by a defective shuttle motor in the pump head module. The pump head module was replaced.